Event description:
It was reported that the instrument broke into three pieces during an initial surgery. There was no surgical delay. No foreign bodies were retained. All available information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned products identified signs of repeated use (nicked/gouged) and the device was found to be fractured into three pieces. All pieces of the device were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.